Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 1627487-2023-00561. It was reported that the patient underwent an unrelated surgical procedure. It¿s unknown if patient did set the ipgs into surgery mode as recommended. Thereafter, the ipgs failed to establish communication with external devices. Recovery efforts were unsuccessful and the ipgs were deemed inoperable. Patient is not receiving therapy and may require surgical intervention to address the issue.

Manufacturer narrative:
It is unknown if the system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with unintentional damage during the unrelated surgery. Troubleshooting steps could not resolve the issue. Surgery has not been scheduled.